Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 16x4.0mm eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified mid right coronary artery (rca) extending to the distal rca. A 6fr jr4 guide catheter was advanced. After a non-bsc guidewire has crossed the lesion, predilation was performed with a 20x3.0mm maverick²¿ balloon catheter. Subsequently, a 16x4.00mm omega¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.